Manufacturer narrative:
Date sent: 07/09/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a right hemicolectomy procedure, once fired, the clip was ejected open, not allowing the suturing of the vessel. The case was carried out and finished by using a new device. No adverse pt consequences.